Manufacturer narrative:
D10: tray tibia logic cem sz 5f/5t, femoral logic ps cem sz 5 lft logic tibia ps mod insrt sz 5 13mm (1398276). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-00976. The revision reported was likely the result of prosthesis wear of the tibial insert and patella after being implanted for approximately 13 years, possibly due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The cause of the prosthesis wear cannot be determined because the revised components were not returned for evaluation and no radiographs were provided. An additional contributing factor to the revision may have been inclusion of the implanted tibial insert in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #2 of 2 for this event. As reported, approximately 13 years after an initial left total knee arthroplasty, this patient was revised due to prosthesis wear of the polyethylene components. The surgeon revised the patient's tibial insert and patella. The devices were not available for evaluation, but images of the explants were provided. No further patient impact was provided. No additional information is available.